Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 20 days after the dental implant was installed intraoral region #6 it was verified its non osseointegration. 30 ncm of primary stability was achieved and immediate load was not performed. The patient presented infection.